Manufacturer narrative:
(B)(4). The reported complaint that the "central cavity was broken" was confirmed based upon the sample received. The customer returned was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a clear plastic bag (inp-1, inp-2). Upon return, the one-way valve was connected and tethered to the short driveline tubing (inp-5). The bladder was fully unwrapped (inp-6). The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.6cm from the iabc distal tip (inp-7, inp-8). Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the iabc helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush re sulted in bladder inflation. The results are consistent with the previously noted damaged central lumen (inp-7, inp-8). The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end (anp-1, anp-2). The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged/separated central lumen (inp-7, inp-8). The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire then exited the central lumen and entered the bladder at the location of the inner cannula separation. Some blood noted on the guidewire. Based on a review of the device history record (DHR), the pro duct met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint was undetermined. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that, "after inserted the catheter, the alarm was found, and the catheter was immediately removed. After removed the catheter, it was found that the central cavity was broken, and a new set of catheters was inserted. And it can work normally". The 2nd iab was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "after inserted the catheter, the alarm was found, and the catheter was immediately removed. After removed the catheter, it was found that the central cavity was broken, and a new set of catheters was inserted. And it can work normally". The 2nd iab was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".